Event description:
On 10/13/99, pt was taken for a lower anterior colon resection. Post-operatively, the pt experienced bleeding and passing of clots from the rectum for several days requiring blood transfusions. On 10/20/99, a flexible sigmoidoscopy was done. Active bleeding was noted at the anastomosis. Epinephrine was injected and the bleeding stopped. On 10/24/99, sigmoidoscopy was done. Anastomosis entirely ulcerated and friable, but no bleeding or clotting was noted.